Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving a sensor reading of 9.7 mmol/l as compared to an hcp meter reading of 21.1 mmol/l. The results of the reading comparison, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. Consequently, the customer was taken to the hospital where he was diagnosed with diabetic ketoacidosis and hospitalized for 7 days. The customer further reported receiving medical treatment however, treatment details were not provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving a sensor reading of 9.7 mmol/l as compared to an hcp meter reading of 21.1 mmol/l. The results of the reading comparison, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. Consequently, the customer was taken to the hospital where he was diagnosed with diabetic ketoacidosis and hospitalized for 7 days. The customer further reported receiving medical treatment however, treatment details were not provided. No further information was provided. There was no report of death or permanent injury associated with this event.